Event description:
A report was received that the patient's precision system was explanted due to infection in the pocket. The patient's symptoms were the feeling of heat and inflammation at the pocket site. The physician flushed the pocket site out and prescribed the patient oral antibiotics. The physician believes the infection was related to the procedure since the patient did not keep the pocket area clean. The patient is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.